Event description:
It was reported the pt's neurostimulator was explanted due to suspected normal battery depletion. No symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis results revealed - broken bond wires. The battery was expanded. Both b+ bond wires were broken. There were burn marks on the titanium can. The connector block was scratched and cosmetic depressions in the access hole adhesive. The epoxy bond was broken between the hybrid circuit and the battery terminals. The ipg battery voltage was at 2.57 volts. The ipg output was tested at the distal end of the extension. Good stable output was observed on each electrode pair using an oscilloscope. The testing was done across a 510 ohm load, connected to the distal end of the extension. When pressing on the can, output disappeared. A power on reset had occurred.